Event description:
It was reported that the patient was asymptomatic. It was noted that noise and non-sustained oversensing was observed on the right ventricular (RV) lead. Externalization of conductors was observed on the RV lead. During the extraction procedure, a Tight Rail extraction sheath was inserted close to the RV lead coil but could not move forwards or backwards. An open-heart surgical extraction of the RV lead was performed. The patient was no longer a candidate for an endocardial lead and subsequently received a replacement subcutaneous implantable cardiac defibrillator device (S-ICD). The patient was stable.